Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going, results not yet available.

Event description:
Country of complaint: (B)(6). Label (outside) and package (inside) do not match. Label of outside box shows sternum set usp 6 (g0617814;batch 113065) but inside the box there is sternum set usp 7 (g0617804, batch 112514).